Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. According to a report, a skin reaction was reported at the biosensor puncture site following insertion into the back of the upper arm on (B)(6) 2025. Initially, no visible symptoms were present on the skin surface; however, the condition worsened over time, resulting in inflammation and the development of an abscess (infection) at the puncture site. The date of the event is an approximation. The patient consulted a healthcare provider (date unspecified), who prescribed an oral antibiotic: cephalexin 500 mg tablets, which were initiated on (B)(6) 2025. No additional customer or event-specific details were available at the time of reporting. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.